Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device display appears orange and then rainbow colored. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 26sep2018. The following information was inadvertently left off of the initial report submitted 27sep2018: the customer reports that replacement parts have been ordered; however, repairs are planned for a later time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.